Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The review of event history log had no related findings. Functional testing included functional check. The pump was found to be displaying "air in line" alarm message during the investigation. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to faulty air detector.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump continuously alarms for downstream occlusion. No adverse effects were reported.